Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that lead was extracted due to high out of range pacing impedance and suspected lead fracture.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.